Event description:
It is reported the pt was revised due to a fractured femoral component.

Manufacturer narrative:
Evaluation summary: surgical notes, dated (B)(6) 2012, stated that the revision was for a fractured femoral component. There was evidence of chronic extended trochanteric osteotomy nonunion with significant proximal and anterior scarring and migration. It was noted that the femoral stem had fractured due to a fall the pt had. The stem was noted to have fractured in the middle of the stem. The upper portion of the stem was loose. The distal portion had to be removed by use of a trephination drill. No further info on the removed device was notable. Based on the provided info the stem most likely fractured due to the pt's fall; however, cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.